Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch that during an insertion attempt of a 20g powerglide midline of the left brachial vein, following deployment of the devices guidewire, the catheter did not deploy over the wire smoothly. Retraction of the device was attempted but resistance noted, so a second attempt to deploy the catheter was made to the same effect. The device was removed from the patient's arm with resistance, the sharp made safe by deploying the catheter off of the needle, and about 5cm of catheter was noted to be sheared off. The arm was immediately evaluated with the ultrasound and at least part of the catheter was identified within the brachial vein, a tourniquet was applied at the level of axilla and subsequent involvement of vascular surgery was made for immediate surgery before the catheter could fully embolize and leave the left limb. The catheter was watched until surgery could be performed in the event immediate manual occlusion of the vessel was required to prevent the catheter from migrating. Surgery was performed with successful extraction of the sheared catheter, it was matched to the remaining piece and noted to appear without any missing pieces. Xray film was taken of the limb to confirm this. 20 gauge 10cm length.